Manufacturer narrative:
Manufacturing review: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary:although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for tunneler break, as the photograph showed the blue tunneler connection tip in pieces. The root cause of the event has been determined to be supplier-related. Labeling review: as this event has been determined to be supplier-related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable; labeling would not have prevented this event.

Event description:
It was reported that upon opening the package, the tunneler was allegedly found in pieces. There was no patient contact.

Manufacturer narrative:
A photo has been provided to the manufacturer for review. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that upon opening the package, the tunneler was allegedly found in pieces. There was no patient contact.